Event description:
A surgeon reported noticing a scratch on an intraocular lens (iol) one day following implant surgery. The impact on patient's visual acuity is unk. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/02/2009, 10/13/2009, and 10/26/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).